Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while harvesting the saphenous vein, the hemopro device continued to burn and smoke as it turned bright orange even though the jaws were completely open. The physician's assistant withdrew the hemopro device back into cannula, disconnected it and withdrew it from patient. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. No damage to the vein occurred.

Manufacturer narrative:
Investigation results: the visual inspection showed that the silicone cold jaw boots were burnt and melted. Resistance measurements suggest that the micro switch was stuck in the open position with the toggle not activated. This open position tells the logic circuitry on the power supply to deliver electrical energy to the tri-heater assembly to the hemopro. The pre-cautery test results showed that upon power switch activation the device immediately self activated without toggle switch on hemopro handle being activated. The reported failure was confirmed due to a faulty micro switch stuck in the open position. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).